Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested and received. No further info is expected. (B)(4).

Event description:
Adverse event(s): "inflammatory reaction" (inflammation). Product problem(s): "fibrin in anterior chamber" (foreign material present in device). A surgeon reported that one day following use of this product during a cataract surgery, fibrin with inflammatory reaction in the anterior chamber was noted. The patient was treated with medication. The surgeon also stated that the drugs and devices used were all the same as those used in previous surgeries, except for this product. In a f/u, the surgeon reported that the event has resolved within a few days of treatment. No further info is expected.